Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a tibial transfer procedure, two blades broke. It was also reported that an x-ray was performed to confirm there were no fragments remaining in the patient. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully. This report is for the first blade that broke.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during a tibial transfer procedure, two blades broke. It was also reported that an x-ray was performed to confirm there were no fragments remaining in the patient. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully. This report is for the first blade that broke.